Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting quickly. The customer's blood glucose (bg) level was reportedly in the 200 mg/dl range. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the depletion rate was within normal parameters based on the settings and usage rate, however the customer continued to express a belief that the battery depletion rate was abnormal. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.